Event description:
The customer reported an intermittent loss of cine functionality. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The backplane and the single board computer upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.